Event description:
It was reported that during an unknown procedure, the stapler didn¿t staple properly during firing. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Additional information was requested, and the following was received: could you please provide more details for "didn't staple properly during firing"?- it was only half stapled during firing. Did the device staple?- not fully- already mentioned. Was the staple line complete?- no. Were there any staples missing from the staple line?- yes. What was the shape of the staples (b-formation, irregular, legs straight)?- as per discussion with surgeon- it was not properly formed. Were the staples deployed into the tissue?- only half of the area. Were the staples seen in the surgical field?- yes, only half of the area. Did the device cut? -only half of the area. Was the cut line fully circumferential around the target tissue? - no. If the device fully cut, were both tissue donuts present?- not properly cut. If the device fully cut, were both donuts complete?- no. Could you please clarify if there were any patient consequences?- not known. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? ¿ not known. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/28/2022 d4: batch # 835a24 per photographic evaluation: this is an analysis of two photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows a label with product code cdh33a, lot # 845a49. The second photo shows a device with the trocar extended and an anvil detached from the washer that appears to be indented. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh33a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device, the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.